Manufacturer narrative:
The device was not returned and the lot number is not available. An assessment of the event was completed by valeant medical personnel. The event is possibly related to the product. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Dentist reported a female patient received onset buffered with lidocaine and developed swelling of the angle of the mandible and a slight fever of 99 degrees. Patient was treated with amoxicillin for 10 days and symptoms resolved.

Manufacturer narrative:
The product was not returned and the lot number was not reported. The manufacturer's investigation identified no causal factors and no conclusion can be drawn.